Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the gauge was cracked and also the roll pin on elbow came out preventing the pre-test to be completed. Therefore, the reported condition was confirmed. It was determined that this was due to user error by dropping or hitting the device against a hard object which broke the gauge. It was determined that the roll pin coming out was due to using excessive force turning the handle. The assignable root cause was determined to be due to user error / abuse and possibly misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the foot control device was leaking oil and the glass on the compass was cracked. The event was not reported to have occurred during a surgical procedure. It was not reported if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.